Event description:
It was reported that (4) devices were used during an endoscopic cardiac vein harvesting. It was reported by the rep that the al236, from a vein harvesting kit, appeared to fire once, then would not fire on sequential attempts. They went through several clip appliers before finding one that worked. Another device was used to complete the case. There was no consequence to the pt.